Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: we received that valve with the return kit, inserted in an unknown liquid. The prosa was set to pressure range 40 cmh2o at the time of delivery. Result: in the visual inspection of the valve, we could not detect any apparent damage. The examination of the parallelism, however, showed a deviation the tolerance from -0,0760 mm. In the further course of investigation we carried out a permeability test. The investigation has resulted that the valve was permeable without any difficulties. Moreover, it was possible to adjust the valve in all pressure ranges. To prove if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. Also the braking force is inside the accepted tolerance. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/ or blood in the cerebrospinal fluid, over/ under drainage we decided to dismantle the valve. Inside the valve we could only find slight deposits that might have led to could difficulties in the past. Based on our investigation results we cannot occlusion confirm. However, we can not rule out the fact that the deposits found may have led to difficulties in the past. Result: we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions are required.

Event description:
According to the complainant a prosa was suspected of blockage postoperatively. The patient was originally implanted on an unspecified date. The valve was explanted and returned to the manufacturer for evaluation. The event date was noted as (B)(6) 2017. Further details were not provided. Height: 165 cm.